Manufacturer narrative:
The device was not returned for evaluation. Films were supplied for review. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the patient underwent a total ankle replacement surgery. Allegedly, the tibia component appeared to have loosened on films 22 months post-op. The patient underwent a revision surgery 26 months post-op to remove and replace the loosened tibia component. The explanted tibia components appeared to have bone on-growth over small areas only. The surgeon mentioned that the kinematics of the patient's ankle with the implant were awkward in that the joint opened anteriorly in plantarflexion rather than smooth concentric articulation, possibly due to the low joint line, and that this kinematic issue could be one contributor to loosening.

Manufacturer narrative:
Radiographic images were provided from (B)(6) 2015 and (B)(6) 2017. Comparing the two images it does appear that there are areas with less bone/implant interface around the tibial components.